Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the retractable collar of a vented solution set cracked, leading to a disconnection. This occurred during infusion of propofol. The set was being used with a peripherally inserted central catheter (PICC) line. There was no patient injury or medical intervention associated with this event. No additional information is available.